Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ exact date is unknown - revision performed in (B)(6) 2009. Product / lot code / expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00058/ -00059/ - 00060 & 2014-05407).

Event description:
Patient's legal counsel reported that the patient underwent left total hip arthroplasty on (B)(6) 2008 and was subsequently revised due to pain and lack of mobility. During revision procedure performed on (B)(6) 2009, cup component was noted to be loose with evidence of metallosis and soft tissue damage. The acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted that the patient underwent a right total hip arthroplasty on (B)(6) 2003. Additional information in the (B)(6) 2009 left hip revision operative report noted the presence of fluid, inflammation, thick capsule, loose acetabular cup, and metallosis. The acetabular cup, modular head and taper adapter were removed and replaced. No revision has been reported for the right hip.